Event description:
It was reported that a malfunction alarm occurred for a customer in denmark. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer planned to use an alternate method of insulin delivery to avoid interruptions.